Event description:
It was reported that the patient underwent a urological surgical procedure on an unknown date and mesh was implanted. Following the procedure, the patient stated they get infections constantly, cannot sit or stand for long periods, is not as mobile, is generally sick and can no longer have sexual relations. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).